Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter- hair with the incident lot was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter- hair was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) plus blood collection tubes had foreign matter in tube; biological and nonbiological before use. The following information was provided by the initial reporter: the customer stated: "a hair is found inside a tube.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) plus blood collection tubes had foreign matter in tube; biological and nonbiological before use. The following information was provided by the initial reporter: the customer stated: "a hair is found inside a tube."